Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2021, the event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (routes, doses, frequencies and durations were not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was withdrawn during the treatment. No additional information is available as the reporter declined follow up.